Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. The loss of negative pressure wound therapy due to an inoperative or 'stopped' pump will not directly cause or contribute to serious injury or death as the pico dressing can revert to managing the wound as a standard multilayer dressing. No risk to patient safety is anticipated. This event is considered not reportable pursuant to 21 cfr part 803.

Event description:
It was reported that on (B)(6) 2021, the installation of a pico 15x15 ultra-postal dressing was performed on a lesion in the right breast, which was functioning. The next day, the patient boarded the plane, performed the flight with the machine in full operation and at the moment of landing, he noticed that the machine had all the lights on, without blinking, and the machine was not working. Treatment was resumed with a smith & nephew back-up device. Patient was not injured as consequence of this problem.